Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6. As reported, the balloon of 5f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for greater than 30 minutes. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The mynx vcd was used in a percutaneous intervention (pci). A retrograde approach was taken. The physician was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. There were no prior pta, stent or vascular grafts in the common femoral artery. There was no visible damage in the distal end of the sheath after removal. The patient recovered after the mynx event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon, approximately 6 mm from the balloon proximal neck was revealed. A product history record (phr) review of lot f2007005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon, approximately 6 mm from the balloon proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2007005 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression of greater than 30 minutes. There was no reported patient injury. The device was stored, and handled per the instructions for use (IFU). The device was prepped according to the IFU. The mynx vcd was used in a percutaneous intervention (pci). A retrograde approach was taken. The physician is mynx certified. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. There were no prior pta, stent or vascular grafts in the common femoral artery. There was no visible damage in the distal end of the sheath after removal. The patient recovered after the mynx event. The device will be returned for evaluation.